Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 7133897.

Event description:
It was reported that the patients spinal cord stimulation (scs) lead had migrated as confirmed via imaging. The patient underwent lead replacement procedure.